Manufacturer narrative:
(B)(4): eval results: arterial trauma/dissection/perforation; irregular aorta, severe occlusive disease, small distal aorta and small/calcified vessels. Eval conclusion: irregular aorta, severe disease, small distal aorta and small/calcified vessels. The stent graft device was returned and the analysis has been completed. The stent graft was still loaded in place. There were multiple kinks on the sheath at 47, 70 and 140 mm from edge of graft cover. The sheath od at the marker band measured within spec. There were no abnormalities with the device. The event was determined to be due to the pt vessel morphology.

Event description:
A talent stent graft system was inserted in a pt and an aneurx stent graft system was implanted in the pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had an irregular aorta and severe aorta-iliac occlusive disease. The proximal aortic neck diameter was 17-18 mm and the distal aorta was only 8 mm in diameter. The common iliac arteries were small at 7-8 mm in diameter and external iliac arteries were just over 5 mm in diameter with scattered calcification. The physician elected to pre-dilate the iliac arteries with angiographic balloon and performed dottering. It was reported that during the advancement of the bifurcated stent graft, the right external iliac artery was ruptured. The device was removed from the pt. The entire iliac system from the cia to cfa was re-aligned with aneurx limbs. The physician elected to not treat the aorta at this time. There was also difficulty removing the tapered tip of one of the aneurx iliac limb devices. The physician inserted a 4 mm balloon to dilate the device next to tapered tip and was able to withdraw the delivery catheter. (Mfg #2953200-2010-02270). No add'l clinical sequelae were reported and the pt is fine.